Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined additional troubleshooting and follow up, and continued to use current cartridge for therapy. Customer¿s blood glucose level was 180 mg/dl.